Manufacturer narrative:
The product has not been received by 3m st. Paul, mn for evaluation. A product photo reflecting the leakage location was provided. Upon observation, there appeared to be leak at the outlet port of the heat exchanger. Analysis of returned product sample is pending. 3m will continue to monitor. Multiple attempts have been made to obtain more information on reported incident. End of report.

Event description:
A hospital employee alleged a 3m¿ ranger ¿ high flow fluid warming set (model 24365) leaked whole blood from the outlet port on the heat exchanger while prepping for surgery. No harmful exposure to blood or injury was alleged.